Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to a damaged coupler and malfunctioned cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to a damaged coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the cpu was also found to be malfunctioned.